Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.